Event description:
It was reported that the customer was experiencing high blood glucose and that she had received the no delivery alarm during a manual prime. The customer's blood glucose was 422 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that the insulin pump did not alarm no delivery. Advised customer that the insulin pump was working as designed. The customer stated that the drive support cap appeared normal. The customer stated that the cannula was not bent or occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.